Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 135 mg/dl and 76 mg/dl 2. 90 mg/dl and 160 mg/dl sets of readings were taken on different days. Customer stated that he believes he took too much insulin based upon the reading of 135 mg/dl and began experiencing hypoglycemic symptoms, but was able to treat himself with a glucagon shot. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.